Event description:
The physician used a wilson-cook tracer hybrid wire guide during placement of a stent for an ercp procedure. During an exchange the coating from the tip of the wire guide separated in two areas at the distal tip of the wire guide. Resistance was felt when the wire guide was withdrawn through the catheter. Another wire guide was placed along with a stent without difficulty. No injury to the pt was reported.